Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user saw two meal announcements in the app, and review of device data confirmed two meal entries made within three minutes, resulting in additional insulin delivery and a current blood glucose of 197 mg/dl. Symptoms included no reported hypoglycemia or other adverse clinical effects. Outcomes included user education to monitor blood glucose closely and ingest additional glucose if needed. Investigation included review of available device logs and user report. Investigation of this case revealed duplicate manual meal announcements without device malfunction, and the device does not adapt to overlapping meal entries made within a short interval. It was concluded, based on previously established findings for similar reports, that the cause was use error due to accidental duplicate meal announcement.